Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A review of the complaint history revealed no indication of a lot-specific quality issue. Based on the available information, a cause for the reported incomplete coaptation (intraprocedure) could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This is being filed to report the clip detaching from one leaflet. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. After deployment of the second clip, it was noted it detached from the anterior leaflet (single leaflet device attachment (slda)). The physician decided not to implant another clip and the procedure was completed with the mr reduced to 1-2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.